Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the automatic impedance measurements for ra and ra leads on patient¿s device were missing since december 2018. A manual measurement was performed and the measured values on both leads were consistent with previous history of impedance measurements. The high voltage (hv) impedance measurements were measured automatically and consistently as expected. The patient was stable.

Event description:
New information received notes that the patient will continue to be monitored remotely and in clinic.